Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. Screw is still attached. Also, a thread of metal is attached to screw top.

Event description:
Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Augmentation procedure was not performed at the time of surgery. Mobility was reported.